Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated by baxter personnel. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during the investigation of master complaint (B)(4). The cause was identified to be damaged main batteries. To correct this condition the main batteries were replaced. If any additional information is received, a follow-up will be sent.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found with a replace battery set alarm. This condition had the potential to interrupt delivery. There was no patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.